Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the shock button is inoperable. Physio replaced the main keypad assembly to resolve the observed issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation may not be available, if it were needed. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the shock button is inoperable.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that there was oxidation on both contact surfaces of the shock button. As a result, the shock button required more pressure than normal in order to engage the button. The shock button was functional when additional pressure was applied.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation may not be available, if it were needed. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the shock button is inoperable.